Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a patient¿s extracorporeal membrane oxygenation (ECMO) therapy, pinkish colored fluid was found dripping from the condensation water outlet at the bottom of the oxygenator. Photos of the described leak were provided for review. It was also reported that blood was noticed on the bottom edge of the oxygenator itself. It was unknown how long into the treatment this occurred. There were no novalung console alarms that occurred, and there were no other reported issues leading up to the event. All connections were confirmed to be secure, and there were no defects noticed at the location of the leak. The event resulted in approximately 200 ml (or less) of blood loss. No additional details were known. It was reported that the sample was returned to the manufacturer for physical examination.

Manufacturer narrative:
Additional information: h10 (clinical review) clinical review: the rationale for ECMO support, age of the oxygenator, ECMO settings and the patient¿s current disposition remain unknown. There was no indication the patient experienced a serious injury or required medical intervention beyond fluid replacement per best clinical practice. It can be concluded that consumable product exchange without blood return is a standard practice for ECMO support as defined in the xlung kit instructions for use. Additionally, it has been well documented that blood loss is an unavoidable occurrence during ECMO support with recommended routine oxygenator exchanges. Therefore, it can be concluded the performance of the xlung kit did not cause patient harm or require a deviation of the ECMO support course for this patient. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius/xenios product.

Event description:
Additional details were provided at a later date. The kit replacement resulted in approximately 670 ml of blood loss (previously estimated to be 200 ml). As a result, the patient was given 200 ml of blood products. No further details on the blood products given were provided.

Manufacturer narrative:
Additional information: h6: plant investigation: the complaint sample was returned to the manufacturer for evaluation. Evidence of small leaks were visible in the gas exchanger compartment, at both the top and bottom of the oxygenator. There were blood clots and fibrin strands visible in the oxygenator and the pump head. A leakage test was performed at approximately 1 bar. The leak could not be reproduced. It is assumed that the leakage occurred due to damaged fibers of the gas exchanger, however, the leak could not be reproduced due to coagulated blood at the fibers. Although the oxygenators are 100% leak tested, in some cases leaks may occur due to adverse environmental conditions or mechanical stress during transportation or handling, or even friction between the fibers during use. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed, and no non-conformities were observed during the manufacturing process. There were three quality events found during the review which were not related to the reported failure. Based on the available information, a cause for the reported event could not be established.

Event description:
Additional details were provided at a later date. The kit replacement resulted in approximately 670 ml of blood loss (previously estimated to be 200 ml). As a result, the patient was given 200 ml of blood products. No further details on the blood products given were provided.